Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Bottom head fell off- oral- b dual head [device breakage]. No adverse event. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the bottom head fell off the oral-b dualaction brushhead. No symptoms developed.